Event description:
On 05/12/1998 following a percutaneous transluminal coronary artery stent procedure, an angio-seal device was placed in a pt's right femoral artery. Minor oozing was noted post deployment, therefore a femostop device was placed. On 06/17/1998 the pt returned with complaints of claudication type symptoms. Upon examination of the pt was noted to have diminished pulses. An angiogram of the right groin via the left identified the presence of an occlusion at the puncture site. The pt was placed on anticoagulant therapy and monitored. A decision was made to perform a percutaneous transluminal angioplasty procedure to treat the occlusion. On 06/20/1998 the pt was discharged from the hosp with good pulses and no complication or pt sequelae made to the MFR.